Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (300 mg/dl). Customer delivered a bolus to bring bg levels back to target range, and subsequently bg levels became low (40 mg/dl). Customer stated they are a "brittle diabetic", and fluctuates between high and low bg levels. Customer ate to bring bg levels to target range.